Manufacturer narrative:
Product analysis found out that the customer complaint has been confirmed, stim 1 no function. The pcba patient interface is defective. Device received with broken bottom case and worn wave washers. The pcba patient interface, bottom case, and worn wave washers has been replaced. The device was successfully tested according manufacturers specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that a device stimulation probe does not always have contact. No patient impact reported.